Event description:
The complainant reported that during the flushing of the pasv PICC that had been therapeutically implanted in a pt (age and gender unk) the clinician observed a fracture located distal to the suture wing on the catheter. The clinicians successfully replaced the device. The complainant reported that there was no adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
This device has not yet been received by this MFR; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.